Manufacturer narrative:
The technician replaced two casters to repair the stretcher.

Event description:
Information received indicates the brake pedal locks, but the casters continue to swivel slowly.